Event description:
A customer reported that during a procedure, the surgeon had to use increased pressure to create the incision due to the knife being dull. Because the incision made was larger than usual, sutures were used to close the incision at the end of the case.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for two possible lots were reviewed. Functional penetration test values for these lots met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was release according to manufacturer's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).